Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision operative notes confirm that the patient underwent revision hip arthroplasty where a free floating piece from the rim of liner which was in the posterior position. Thickened capsule removed. Corrosion noted at the base of the trunnion. Femoral component noted to be stable. Head and liner were replaced. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205022 shell porous with cluster holes 50 mm 62201402; 00631005032 liner 10 degree elevated rim 32 mm i.d. 62202336; 00771100700 femoral stem 12/14 neck taper plasma sprayed press 62169673; 00625006530 bone scr 6.5x30 self-tap 62205047. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04754 stem; 0001822565-2019-04983 liner.

Event description:
It is reported patient underwent an initial right and subsequently six years later the patient was revised. The patient had elevated metal ions, a fractured liner, corrosion, altr, and necrosis. Attempts were made to obtain additional information; however, none was available.